Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the staff operated the generator and activated the hand switching handpiece in monopolar 2, energy was also delivered out of the monopolar 1 hand switch.